Event description:
This device was explanted and successfully replaced two weeks after implantation. Because the electrode array was only partially inserted into the pt's cochlea, an additional surgery was required in order to replace the device and fully insert the array.